Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional/corrected information. The following sections have been updated/corrected: b4, b5, e1, e2, e3, g3, g4, g7, h2, h6, h10.

Event description:
This device was returned for standard maintenance and there was no event. Upon evaluation, it was discovered that the device had a damaged comb that needed replaced. No further information provided. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was damaged, bent at one of its edges, and the top was closed tightly. The comb was replaced and the locking system was cleaned/reassembled to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device had a damaged comb the needed replaced. No adverse events have been reported as a result of this malfunction.